Manufacturer narrative:
(B)(4). In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria. During the visual inspection of the sample, it was noted that the folder do not correspond to the sample since seventeen strands were found. Due to the mismatch, between the information of the folder and the strands inside it, a characterization of the sample was performed and this suture material corresponds to sa64 product.

Event description:
It was reported that when the central supply staff was stocking the store cart, it was found that the front and back of the suture have different codes. The device was not used on patient and was never taken out into an or room. No further information is available.